Manufacturer narrative:
. Product status: the introducer was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during removal of an impella cp inner dilator, the clear locking hub detached and could not be removed. The pump was implanted through the diaphragm and the clear ring was removed with surgical shears.